Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Part 03.037.017, lot 9485532: manufacturing site: (B)(4). Release to warehouse date: may 07, 2015. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a blade/screw guide sleeve was not sliding properly and have stripped threads. It was reported that the issue was noticed during routine inspection in the decontamination department. There was no patient or procedure involvement. This is report 1 of 1 for (B)(4).